Event description:
The customer biomedical engineer (biomed) reported that red spo2 alarms are taking along time to come up, and some alarms are not coming up. The device was in use on a patient. There was no report of patient or user harm.